Event description:
Surgical laser. Simmer error on start up of the laser. Event happened before treatment on a pt.

Manufacturer narrative:
Loose connection cable to monitor due to improper mounting. Reattached and laser started to work properly again.